Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7085535. UDI: (B)(6). Product family: scs-linear leads, upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7084978. UDI: (B)(6). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 36866836. UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the pocket site. The patient underwent a spinal cord stimulation (scs) explant procedure.